Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The shunt remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. Zip code is not indicated at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that four months post initial shunt implantation bleb fibrosis was noted. Two years later the surgeon indicated that the fibrosis was persisting, so an additional procedure was performed to treat the fibrotic bleb.

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, progressive corneal endothelial cell loss was measured over a two year postoperative time frame. The patient also had increased intraocular pressure, which was treated with three different glaucoma medications. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the outcome is unknown and there is a possibility of further treatment.